Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2025. Blood glucose at the time of event was high and patient was treated with manual injections. The patient was released from the hospital on (B)(6) 2025. No further information available.